Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the movement was not static, and they occurred while they surgeons head was in the surgeon side console. The instrument did not move in the opposite direction than commanded by the surgeon. The timing of the movement was appropriate, there was not any shakiness or friction. There was no instrument-to-instrument or system arm-to-arm interference and there was no instrument collision.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.